Manufacturer narrative:
Investigation summary: the product was not available for investigation; however the customer confirmed that the complaint sample material number and lot number. From the information provided by the customer it appears that backflow was observed during infusion; however no further information was available to clarify the clinical situation in which this occurred. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for the provided lot number did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the material number over the past 12 months.

Event description:
It was reported bd alaris smartsite¿ y-connector set had blockage issues. The following information was provided by the initial reporter: "septum... Not working properly as two ports are working and not able to insert medicine from one port."

Event description:
It was reported bd alaris smartsite¿ y-connector set had blockage issues. The following information was provided by the initial reporter: "septum... Not working properly as two ports are working and not able to insert medicine from one port."

Manufacturer narrative:
H6: investigation summary a 20038e7d product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21085253. From the information provided by the customer it appears that an occlusion was observed at one of the smartsite ports; however further details relating to the make and model of the connecting product were not available to assist the investigation. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21085253 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported fault. Previous complaints for occlusions and flow restrictions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20038e7d set in the past 12 months. H3 other text : see h10